Event description:
The customer reported that there was no video image on the stenoscop system. No pt injury was reported.

Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable. However, no report of pt or staff injury was reported. No add'l service info was provided.